Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The previous device was explanted due to unknown reason and a new ipp system was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.